Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. A visual inspection of the device was performed. It noted that the issue was due to a faulty charge-coupled device (ccd). The unit had also failed a leak test due to puncture and kinks on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that there was no light coming from the high definition autoclavable camera head. It was not usable. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is submitted to provide additional information received from the facility and the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was due to the user handling of the camera head. Unexpected stress was applied to the camera head, and the ccd unit broke down, resulting in no image output. The IFU (instruction for use) provides guidelines: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.